Manufacturer narrative:
(B)(4). A review of the device history record did not reveal any issues related to the reported event. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for fluid overload in the lungs coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the fluid in the lungs was unknown. At the time of this report, the patient was discharged from the hospital. The outcome of this event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported event. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pneumatic system was found to be working to specifications. A short simulated therapy was successfully completed. An internal and external inspection was performed and found no issues. A review of the device logs did not confirm the reported issue. Review of the device service history record revealed no issues that could have caused or contributed to the reported event. A device history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.